Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was attempted to be implanted in the endovascular treatment of a 44 mm abdominal aortic aneurysm. It was reported that during the sub-emergency index procedure, an attempt was performed to insert the device (etlw1613c93ej) over the guidewire after contralateral cannulation, but difficulties were encountered. The device was removed and a kink on the stent graft cover was observed. Patient's vessel was pressed and a different size of an endurant ii limb (etlw1613c124ej) was implanted successfully. As per the physician, cause of the event was anatomy. It was stated that the patient's access vessel were severely tortuous and calcified. No additional clinical sequelae were reported and the patient is fine